Manufacturer narrative:
Medical device lot #: 1011813 was reported, however, this is not a lot# manufactured for this product #. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 2 bd bbl¿ chromagar¿ orientation agar (20 shelf pack) biological contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "agar was found contaminated."

Manufacturer narrative:
H.6: investigation summary: it was reported some plates being affected by contamination. The complaints trends were reviewed for a period covering 12 months. There were no similar complaints received during that period on this batch number. Therefore, a trend could not be identified. The batch history review did not indicate any discrepancies. All release testing was satisfactory and no deviations were observed. The retain samples were reviewed and no deviation could be detected. Neither return samples nor pictures illustrating the issue were shared. At this stage of our investigation, we have excluded any systemic failure in our manufacturing process. Please note that this product does not have an sal claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. Please note that the valid standard for these products is din en 12322 "in vitro diagnostic medical devices - culture media for microbiology". According to this standard the contamination rate for each product lot must not exceed 4.9 %. For our continuous monitoring, we derive a contamination ratio for below this specified value. According to our high quality standard, we only release product batches to the market with an aql (acceptable quality level) = 1.5. Although this contamination level is very low, we cannot completely exclude that a customer may receive a contaminated plate. Based on the above mentioned arguments and as no pictures illustrating the issue were shared; the complaint cannot be confirmed. However bd will continue monitoring and improving this process in regards of this kind of failure mode. H3 other text : see h.10.

Event description:
It was reported that while using 2 bd bbl¿ chromagar¿ orientation agar (20 shelf pack) biological contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "agar was found contaminated."